Manufacturer narrative:
This report is submitted on may 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2016 due to non-auditory sensations with device use. The patient was re-implanted with another manufacturer's device during the same surgery.